Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead experienced syncope. The patient was hospitalized. Device diagnostics revealed that loss of capture was occurring when the patient would raise their arm over their shoulder. Oversensing and lack of pacing was also noted. A chest x-ray was performed. The x-ray did not reveal any signs of a fracture. Threshold and impedance were steady and within normal range. The patient was hospitalized and seen the following day for a revision procedure. The lead was capped and replaced and the device was explanted. There were no additional adverse patient effects reported. The local boston scientific field representative was unsure if the device would be returned as it was sent to the hospital's risk management as part of the hospital's normal processing.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.